Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to insert the rv lead was confirmed in the laboratory and was due to the set screw being fully inserted into the lead bore. After the set screw was loosened, a test lead was inserted into the device and no anomalies were found.

Event description:
It was reported during implant the lead could not be inserted into the new ICD port. The ICD was replaced.